Event description:
The or staff wrote this description:"patient was having a laparoscopic cholecystectomy under general anesthesia. During the procedure an instrument called a stryker needle grasper broke off (approximately 1 inch) inside the patient's peritoneum(metal)."notes from the operative report:"during retrieval of the gallbladder one of the limbs of the stryker needle grasper broke. This fell into the depths of the wound. A new stryker grasper was placed and we completed the dissection and retrieved the gallbladder through an endocatch bag. There were multiple stones within the gallbladder. Following retrieval of the gallbladder, we inspected the right upper quadrant and it was irrigated with copious amounts of saline. We inspected the abdominal wall surface of the vessels and could not see this piece of the stryker grasper, which measures approximately 1.5 cm. It was not seen over the liver and on the liver surface and I presumed it fell into the depths of the wound."======================manufacturer response for stryker alligator grasper, minilap alligator grasper (per site reporter).======================teleflex will investigate upon receipt of the device.